Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked and scratched reservoir tube window.

Event description:
It was reported that the customer discovered a crack on the screen of her insulin pump. Her blood glucose was 163 mg/dl at the time of reporting. She stated that she was no easily able to read the screen. She was advised to revert to her backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).